Manufacturer narrative:
A ge representative evaluated the system and replaced the defective gpos cpu and the gib board. System operates as intended.

Event description:
Customer reported the left monitor is displaying a communication error. No patient injury was reported.